Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing was leaking from site on (B)(6) 2024. The infusion set was in use for less than a day. Blood glucose levels reported during the event was 350mg/dl. Patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.